Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via l-p shunt at the revision on (B)(6) 2016. Although hydrocephalus symptoms were improved soon after the implantation, overdrainage was noted. The patient had consciousness disturbance on (B)(6) 2016, and was treated with fluid infusion and monitoring. Then the device was removed on (B)(6) 2016, and the patient is currently being monitored. The surgeon requested to investigate the valve's functionality.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 190mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: no defect was noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4),the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheter was irrigated, no occlusion or leakage were noted. The valve was leak tested, no leak was noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested. The siphon guard passed the test. The siphon guard was removed. The valve was dried. The valve was then pressure tested, the valve failed the test. An overdrainage was observed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball,on the seat of the ruby, on the spring and spring pillar. Review of the history device records confirmed the valve product code ns9008, with lot ctkb28, conformed to the specifications when released to stock in september 17, 2015. The root cause of the problem reported by the customer is due to biological debris found on the ruby ball, on the seat of ruby ball, on the spring and spring pillar. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.